Manufacturer narrative:
(B)(4). Batch #: u5df6u. Investigation summary: the analysis results showed that one plee60a device was returned with no reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. After further evaluation, the device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the knife blade on both staplers would slow down, almost to a halt, when retracting after completing the cutting sequence. The knife sped back up when the stapler was taken out of articulation. Both staplers had power and battery was functioning. It is unknown how case was completed. No patient complications.